Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced severe bleeding and fluid loss during initial implant surgery. The recipient is awaiting activation. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section a.1, a.3, b.3, d.4, h.10. Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly successfully activated and is using the device. The root cause cannot be determined as it could involve: recipient anatomy/ hygiene, cochlear environment, surgical technique, trauma to the recipient, etc.. Advanced bionics cannot obtain anymore information due to patient privacy laws. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.